Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of device dislocation ("part of the coil was out the fallopian tube next to the bowel and the other part was in the fallopian tube pushing itself out") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and back pain ("pain in my back"). The patient was treated with surgery (emergency surgery on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and back pain outcome was unknown. The reporter considered back pain and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: coil outside fallopian tube, next to bowel. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("part of the coil was out the fallopian tube next to the bowel and the other part was in the fallopian tube pushing itself out") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and back pain ("pain in my back"). The patient was treated with surgery (emergency surgery on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and back pain outcome was unknown. The reporter considered back pain and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: coil outside fallopian tube, next to bowel. Most recent follow-up information incorporated above includes: on 31-aug-2018: this case was identified as a duplicate of case (B)(4) (MFR number 2951250-2018-03683) and will be deleted from bayer database. All information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.